Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that the customer was hospitalized since (B)(6) 2020 due to hyperglycemia and alleged under delivery as they not appear to be getting insulin. Customer¿s blood glucose level was 370 mg/dl at the time of incident. Customer stated that the blood glucose level was 131 mg/dl in the morning and went upto 570 mg/dl after treating with insulin pump and after an hour it was 483 mg/dl. Customer has been using insulin pump system within 48 hours of reported blood glucose level. Customer was treated with insulin pump and insulin drip. The insulin pump will be returned for analysis.